Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized and due to high blood glucose was 376 mg/dl on (B)(6) 2019 and also had motor error. The customer¿s blood glucose was 380 mg/dl at the time of the incident and current blood glucose was unknown. The customer was treated with intravenous fluids and manual injections in the emergency room. The customer was reported that the battery compartment was damaged. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.